Event description:
It was reported that the patient with this pacemaker system experienced bradycardia and potentially asystole. Upon further evaluation, loss of capture (loc) was observed on this right ventricular (rv) lead. Additionally, high capture thresholds were noted. Further information was received that it was decided per the implant physician to reprogram the device to aai mode and monitor the patient for now every 2 to 3 months. After this, the physician will determine if the patient needs a lead revision. No adverse patient effects were reported. This lead remains in service.